Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of low blood glucose of 47mg/dl and treated with glucose. Customer indicated that their sensor glucose value was 180mg/dl at the time of the call with blood glucose of 50mg/dl. There was no indication that the insulin pump over delivered insulin. Customer was unable to troubleshoot as the pump was not with her and will call back at a later time. No further details given.